Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that a sternal zipfix tie, implanted on (B)(6) 2013, came loose post operatively. The loose tie was at the lower to mid-half of the sternum. The surgeon discovered the loose tie during a sternal stabilization secondary procedure. The surgeon removed the loose tie and continued with the secondary sternal stabilization procedure on (B)(6) 2013. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The visual inspection showed that the device locking feature from the locking head is missing (broke of the device). No further damages were found on the device and no deformations could be seen on the device which would indicate that the device had been tensioned and held any tension during its application. There are no design related issues identified on the returned device which could have contributed to the device failure. The completed locking feature is missing and was not sent back for evaluation. The implant is cut for length adaptation at a length of approx. 110mm. Toothed part is deformed due to contouring during use. The relevant dimensions can not be verified anymore as the complete locking mechanism is missing. There is a visible fracture within the locking housing, which indicates that the mechanism was once there. But afterwards it is impossible to determine how or when it broke off.